Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced advanced evaluation (ae) for non-obstructive urinary retention. It was reported on follow up on (B)(6) 2019 that the trial patient was feeling the stimulation but was not able to urinate. They stated that when their bladder was full it just gushed out. It was advised that the patient contact their clinician for the issue. Follow up information received from the trial patient on (B)(6) 2019 reported that they had no success with the therapy. They stated that they got a shock in their left leg and had nerve damage in that leg. The patient also mentioned that they had bladder spasm the other day. It was advised that they contact their clinician for the issues and they stated they would be speaking with them today. There were no further complications reported or anticipated.